Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-04604, #1627487-2016-04796. It was reported the patient complained at her post-operative appointment that she received effective stimulation. The patient requested the system be removed. The patient's devices were explanted.